Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead was returned in three pieces. Visual inspection of the lead found multiple external insulation abrasions breaching the sheath. The cause of the external insulation abrasions is consistent with friction to the device can.